Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's capsular bag tore after a zcb00 22.5 diopter lens was implanted in the patient's left eye (os). Therefore, the lens was removed, a vitrectomy and incision enlargement was performed, and the lens was replaced with a non-johnson and johnson lens. Reportedly, there was no patient injury and the patient is doing well post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/29/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification was performed and showed a lens with a haptic detached. Residue that looked like body fluids was observed on the lens related to the handling of the unit in a surgical procedure. The condition of the returned sample was consistent with a product that was explanted. Due the condition of the lens received the customer's reported complaint could not be confirmed and the complaint could not be related to the manufacturing process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.